Manufacturer narrative:
On (B) (6) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
This device object of this MDR report was implanted on (B) (6) 2007, and regularly followed since that date. On (B) (6) 2010, the pt received many inappropriate shocks.